Event description:
During a powerpoint presentation by a physician, information was disclosed that a stomach perforation had occurred with a edi catheter. The information was that the edi catheter had inadvertently been advanced 4 cm too far in a 600 gram patient. (B)(4). Please refer MFR report #: 8010042-2014-00039.